Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05955. It was reported that during routine check in patient was seen with noise on electrocardiogram and was discovered to have false ventricular fibrillation episodes resulting in inappropriate defibrillation and anti tachycardia pacing therapy. Along with noise ventricular lead was found with increased capture thresholds, decreased pacing impedance, and decreased r wave amplitude. Possible micro lead dislodgment was suspected to be the cause. Programming changes were done to resolve the oversensing issue and prevent future inappropriate therapies. Patient was unaware of the inappropriate shock and was in stable condition.